Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that she had been experiencing unexplained high blood glucose levels up to 360 mg/dl. Troubleshooting showed that the insulin pump had a recent no delivery alarm, could not be completed as the customer did not have a tubing clamp. During a follow up call, the customer confirmed that her blood glucose level was 405 mg/dl. The customer will not return the device for analysis.